Manufacturer narrative:
Unit received with critical pump error and unable to download, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 10.2 mmol/l at the time of the incident. It also stated that customer received critical pump error image on screen. The customer was advised that insulin pump need to be replaced. The insulin pump will not be returned for analysis.